Manufacturer narrative:
The device was returned in a condition that made it impossible to determine the cause of the alleged malfunction. The complaint could not be confirmed as a result. There was no impact to the patient and the procedure was completed as planned.

Event description:
The facility reported that iris retractors allegedly broke while being removed from the eye. There was no impact to the patient.